Event description:
It was reported that the patient underwent implant of the intraocular lens (iol); however, it was noted that the haptic was bent due to a loading issue and the lens was removed and replaced within the same procedure with the same model lens. It was additionally reported that the event was attributed to a user/handling error. The patient's gender was not provided. No patient injury was reported.

Manufacturer narrative:
Returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed that the lens was received with surface residue adhering to both sides of the optic body and appeared to have evidence of ophthalmic viscosurgical device (ovd), compatible with handling, such as during the implant and explant process. Also, one distorted haptic and large cut in the optic was found in the returned sample. The lens condition was consistent with a lens that had been explanted and was not attributed to the manufacturing process. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances (ncr) related to the customer claim were generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
It was reported that the incision was enlarged to remove the intraocular lens (after there was patient contact). All pertinent information available to abbott medical optics has been submitted. Placeholder.